Manufacturer narrative:
(B)(4).

Event description:
It was reported that the an symptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. After a device download, the pulse generator resumed normal function. The patient's condition post event was stable.